Event description:
It was reported a gas/air leak occurred on an unknown location of the device. During the testing phase prior to the procedure, bubbles were noted coming from the icerod cx 90 degree needle/vl. The location of the gas/air leak on the icerod cx 90 degree needle/vl was not specified. The icerod cx 90 degree needle/vl was not used inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.